Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No e70 alarm noted in history file. All operating currents are within spec. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 6.04 mmol/l. The customer stated that they received e70 alarm. Customer was advised to discontinue use of the device and revert to a backup. The customer was advised that the device would be replaced and agreed to return the product for analysis.